Event description:
It was reported that a bd vacutainer® z (no additive) plus urine tube was collapsed, which caused the instrument to jam and resulted in urine sample leaking into the instrument. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: bd received one(1) sample and four(4) photos for investigation. The photos were reviewed and the indicated failure mode for collapsed was observed. Additionally, the customer sample along with retention samples from bd inventory, were evaluated by visual examination and the issue of collapsed was observed in the returned sample, however retention samples did not reveal any collapsed tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of collapsed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.